Event description:
It was reported that the patient experienced incisional wound opening and drainage. The primary location of the infection was at the device pocket. A culture from the device pocket revealed scant staphylococcus aureus. The patient was being followed up regarding the infection; and treatment included administration of oral antibiotics as well as a total device system explant. The patient also had an allergic reaction to the surgical staples. The patient followed up with infectious disease; but no antibiotics were prescribed. A neurosurgeon has followed with serial mris; no need for surgery was determined. The patient did not experience drug withdrawal. Prior to the implantation of the device the patient was noted as having a debilitated status. The pump was clarified as having administered lioresal.

Event description:
Additional information received reported that in addition to the already reported symptoms, the patient was experiencing paralysis that had not been mentioned before. The patient stated that the paralysis symptoms began at implant and started in the toes and had progressed to the foot. No other information was provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This event qualifies for the notification and recall referenced. (B)(4).

Event description:
On (B)(6) 2014 information was received from a healthcare professional (hcp) indicating the patient claimed they had a faulty pump and they listed "medtronic as the at fault party." They had increased pain and vomiting, a bone infection, increased temperature, and increased numbness. Their pain was in the buttocks, back, and legs. They had a loss of feeling in their toes. This occurred on (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
Medical records were obtained by a company representative on 02/05/2013 and 04/03/2013. Prior to receiving an intrathecal morphine pump on (B)(6) 2011, the patient also stopped taking the following medications in the morning of (B)(6) 2011 as instructed by a physician: clonidine, coreg, and diovan. Per a (B)(6) 2011 operative report, the codman pump was removed without event and the catheter was found to be intact. The patient was taken to a postop recovery area and observed for 30 to 45 minutes; at that time the patient¿s pain was under control. Later, after replacement of the ¿malfunctioning¿ intrathecal pain pump (pump and catheter replaced) on (B)(6) 2011, the patient was still bleeding as of(B)(6) 2011; the patient visited a physician on (B)(6) 2011. As of (B)(6) 2011 the patient was doing well but was ¿really sore¿; the patient did not have fever, headache, or weakness. The pump was administering the following: baclofen (2000 mcg/ml), morphine (25mg/ml, 12.5 mcg/day), and clonidine (500 mcg/ml). It was reported the patient had discomfort and there was drainage and there was no nausea or vomiting. The patient was later admitted and their pump was explanted on (B)(6) 2011. Both a preoperative and postoperative diagnosis indicated a possible infection of the patient¿s intrathecal pump versus an allergy to the intrathecal pump (metals) and patient intolerance. During the device explant procedure, the catheter was removed from the intrathecal space and a purse-string suture was placed over the catheter site. A small amount of fluid, which was mostly clear and mainly serous, was seen at the pump site. It was further noted that some of the fluid appeared to have possibly been pus. Approximately 10 ml of serous fluid was removed. Cultures were obtained. The pump pocket site and posterior site were flushed with copious amounts of ancef prior the wound closure. Following the procedure the patient received a one month supply of morphine sulfate ER 100 mg tablets which were to be taken twice a day. Because of the concentration of medication she was receiving intrathecally, the dosing was noted as possibly needing to be adjusted throughout the month. The patient also had immediate release morphine at home. The patient was to follow-up with the hcp in one week from (B)(6) 2011. As of (B)(6) 2011, the patient continued to have low grade fevers until the staples used for closure of the skin were removed. Once the staples were removed she had no further fevers. A scant growth of staphylococcus aureus was noted regarding the sample acquired previously in the operating room. The patient however continued to have increased pain secondary to her prior level of pain being controlled with the intrathecal pump medication. Initially the patient was prescribed morphine but this did not provide good long term relief even though it was long-acting morphine. Fentanyl patches were then placed (equivalent dosing) of which had improved her pain control as well; oxycodone (30 mg every 3 hours) was also administered. The patient continued to have neuropathic pain throughout her hospitalization and initially neurontin was prescribed. Severe reaction with shaking of the legs was discussed and atarax had to be prescribed. Atarax did improve her symptoms but she continued to have severe neuropathic pain and she could not ambulate. Dilantin was then ordered and the patient tolerated this medication well, but required increased dosing in slow fashion to ensure she did not have side effects. As of (B)(6) 2011 the patient was now stable with her fentanyl patch dosage (150 mcg/hour), dilantin (100 mg 3 times per day) and her anti -hypertensive medications. The patient remained afebrile and was discharged home in a stable condition. The patient¿s medications included the following: keflex (500 mg 4 times per day secondary to her possible infection), clonazepam (2 mg taken at bedtime), soma (350 mg every 6 hours), fentanyl patch (150 mcg/hr), oxycodone (30 mg every 3 hours), hydroxyzine (25 mg every 8 hours), and dilantin (100 mg 3 times per day). The patient started having nausea and vomiting on (B)(6) 2012 which was noted as not responsive to use of phenergan tablets or suppositories. Pain in the area of the pump continued although was not particularly bothersome or more bothersome than usual until the last 24 hours. The patient was also having severe burning of her throat and she was unable to tolerate significant amounts of fluid or food. The patient had consumed a few crackers and small amounts of liquids, but basically was getting increasingly dehydrated. The patient was also having some labored breathing and it was recommended she be sent to an emergency room for admission. On route to the hospital the accu-chek glucose value was 113. The patient was given 4 mg zofran by emergency medical services (ems) with minimal improvement. The patient was admitted on (B)(6) 2012. The patient felt poorly and was admitted for ¿multiple problems¿; hypertension, vomiting, dehydration, weakness, and insomnia. The patient was positive for headache, cough, shortness of breath, no phlegm, intractable nausea and vomiting refractory to suppositories, chronic leg and back pain without joint pain or swelling; all other systems reviewed were negative. The patient did not have dysarthria, dysphagia, or diarrhea. Oral temperature ranged from 100.2 to 100.3, pulse ranged from 84 to 101, and respiratory rate ranged from 18 to 28. The following blood pressure values taken on (B)(6) 2012 were as follows: 223/107, 196/95, and 195/101 (at 16:30). Oxygen saturation was 100%. Differential diagnosis included hypertensive urgency, gastroparesis, dehydration, volume depletion, flu, urinary tract infection, noncompliance, and ¿others¿. Lab results on (B)(6) 2014 revealed the following: potassium at 2.7 (3.3-5.1 mmol/l), sodium of 130 (132-144 mmol/l), glucose 122 (60-100 mg/dl), mean cell volume (mcv) 76.0 (80.0-100.0 fl), segmented neutrophil count (segs) 72 (29-66%), and absolute neutrophil count 7.6 (1.5-7.0 10x3ul). Dilantin level was 12.5 (10.0-20.0 ug/ml) and troponin was negative. Influenza test was negative. Urinalysis revealed 10-20 white cells, 10-20 red cells, and 10-20 hyaline casts consistent with dehydration; possible urinary tract infection was further noted. A blood culture sample was obtained on (B)(6) 2012 and no growth occurred after 5 days. Abdomen obstruction series x-rays revealed no obstruction or other acute abnormality. A 12 lead electrocardiogram (EKG) showed a sinus rhythm at 96 beats per minute, left atrial abnormality, left ventricular hypertrophy, poor r-wave progression in lead v3 anteriorly, no st elevation or depression noted. It was under the impression of a physician that dehydration with severe hypokalemia occurred. A urinary tract infection was noted to have also occurred with recent removal of the intrathecal pump (methicillin-resistant staphylococcus aureus was found at the wound at that time). The patient¿s hypertension was elevated on (B)(6) 2012, which was partly related to pain and her other symptoms. In regards to dilantin, ¿questionable related to seizure disorder¿ was indicated. The plan was to continue with current medications, hydration, potassium and magnesium protocol, in addition to starting her empirically on antibiotics. Zofran and IV fluid was ordered. The patient continued to have nausea and vomiting. Phenergan (25 mg, rectal ¿ every 6 hours as needed) and ativan (1 mg, IV; stopped on same day: (B)(6) 2012) were administered. Treatment medications administered on (B)(6) 2014 also included: benadryl (IV), methylprednisolone (IV), pantoprazole (oral), vancomycin (IV), and magnesium sulfate, enoxaparin (IV), levaquin, catapres, lovenox, diovan, omeprazole, and dilantin. The patient was placed on a clear liquid diet on (B)(6) 2012. The patient was hydrated and they continued to work on her aggressively; potassium chloride was administered. Dilaudid (2 mg, IV) was given (discontinued the same day). The patient remained ill and enalapril and lopressor were ordered for her blood pressure. The patient however still remained hypertensive. For approximately 40 minutes a physician gave their constant attention and supervision which was necessary because of the life threat of hypertensive urgency, protracted nausea and vomiting; this was in addition to all other procedures performed. Though nausea improved somewhat the patient still remained quite hypertensive despite trying aggressively to control her blood pressure for hours. It appeared the ativan helped a little bit, zofran and the phenergan were minimal. The clinical impression was hypertensive urgency, intractable nausea and vomiting, febrile illness, urinary tract infection, hypokalemia, exacerbation of back and leg pain, and hyponatremia. Further evaluation on (B)(6) 2012 occurred and the patient was noted as having supposed to have visited infectious disease associates a few weeks ago; they were going to check her because she had developed a ¿skin infection¿ after having the pump removed. The skin infection was however ¿all healed up now¿. It was noted that the infectious disease associates initially thought the patient might have had tuberculosis, maybe aerosolized mrsa infection. The physician however indicated that the patient did not have any symptoms consistent of tuberculosis or suggestive of aerosolized mrsa infection upon evaluation. The patient did not have weight loss or night sweats for any duration; no hemoptysis. The patient has had dry cough and it was further noted that someone in the patient¿s family had a ¿flu like illness¿ / ¿some sort of respiratory flu recently¿. The patient had protracted vomiting and could not keep down any medications / medications she normally takes for her chronic back pain. It was noted that someone called in a suppository for her vomiting. The patient had insomnia and had slept for only one hour last night. She has some shortness of breath, worse with exertion but better at rest. The patient remained in-patient and a consultation visit occurred on (B)(6) 2012. The patient was noted as having been previously seen at an infection disease office after having been referred there; at that time the patient had emesis, fever, and was also having labored breathing. The patient was sent to an ER at that time for admission. Since that time for pain, the patient was treated with duragesic (200 mcg every 72 hours) and morphine sulfate intravenously (IV) as needed. The patient was now having severe spasms in the low back area and continued to have some nausea. The patient also felt hot but denied chills and rigors. Lab results on (B)(6) 2012 revealed the following: glucose 112 (60-100 mg/dl), calcium 7.8 (8.3-9.9 mg/dl), albumin 2.9 (3.2-4.8 g/dl), globulin 4.6 (2.0-4.2 g/dl), a/g ratio 0.6 (1.0-2.2), hgb 11.4 (12.3-15.3 g/dl), mcv 77.1 (80-100 fl), segs 68 (29-66%), and absolute neutrophil count 7.2 (1.5-7.0 10x3/ul). The patient¿s medications included: soma (1 every 4 hours as needed), fentanyl patches (200 mcg/hr every 72 hours), phenergan (12.5 mg every 6 hours as needed), dilantin (200 mg 3 times per day), morphine sulfate (30 mg every 4 hours as needed), amlodipine (10 mg at bedtime), diovan (320 mg daily), clonidine (0.2 mg twice per day), and coreg (25 mg twice per day). As of (B)(6) 2012, the physician planned to add norflex in addition to the intravenous antibiotics that the patient was on. The patient¿s hypertension was being addressed by her primary hcp and she was to continue dilantin for now which was for peripheral neuropathy. The following additional medications were also administered on (B)(6) 2012: zofran, vancomycin, catapres, prontonix, clonidine patch, labetalol, acetaminophen, and carisoprodol. Zofran, fluarix, labetalol, nitroglycerin 2% ointment, vancomycin (IV), metoclopramide (IV), and albuterol/atrovent. A subsequent visit occurred on (B)(6) 2012. The patient was noted to have been recently admitted on (B)(6) 2012 with nausea and vomiting. The patient was described as having severe lower extremity neuropathic pain and was on high doses of pain medication at baseline. As of (B)(6) 2012 the patient was experiencing pain and weakness in their legs with the left leg being worse than the right. The patient also had hyperpathia and allodynia of the left leg and foot. Lab results on (B)(6) 2012 revealed the following: hgb 11.8 (12.3-15.3 g/dl), mcv 78.3 (80-100 fl), glucose 110, calcium 8.28 (8.3-9.9 mg/dl), and magnesium 1.2 (1.6-2.5 mg/dl). As of (B)(6) 2014, the patient was taking the following medications: metoclopramide, carisoprodol, acetaminophen, pantoprazole, clonidine, fentanyl patch (20 0 mcg every 3 days), morphine injection (2 mg intravenously every 2 hours as needed), phenytoin, amlodipine, valsartan, carvedilol, enoxaparin, orphenadrine, and furosemide. Both vancomycin and levaquin were ¿recently¿ stopped as of (B)(6) 2012. Upon physical examination on(B)(6) 2012, there was more or less normal motor function throughout except the left lower extremity distally appeared quite weak; the right lower extremity appeared more normal. The patient was able to ambulate with a walker. Upon a physician¿s review of a complex MRI without contrast from (B)(6) 2012, their appeared to be septic arthritis of the left l1-l2 facet with inflammation tracking into the spinal canal and out of the spinal canal, suspicious for the previous tract of the old shunt catheter. It was difficult to say whether there was phlegmon; however it did appear to be so on the contrast images. Also per review of the MRI, there was bulky unusual appearing arachnoiditis in the whole caudal equine with unusual area of enhancement and thickened appearing tissue or nerve roots. Fairly impressive degenerative lumbar stenosis, was noted, especially at l3-l4 and l1-l2 but less so than l2-l3 and l4-l5. There was advanced degenerative disc disease throughout without any sign of discitis. Nothing was suggestive of abscess. It was of the physician¿s impression that the acute situation was suggestive of ongoing soft tissue infection. As of (B)(6) 2012 glucose was 102 (60-100 mg/dl); no further abnormal results indicated. The patient was placed on a soft diet on (B)(6) 2014 and a nas low cholesterol diet on (B)(6) 2012. Lab results on (B)(6) 2012 revealed the following: glucose 110 (60-100 mg/dl) and calcium 8.2 (8.3-9.9 mg/dl).on (B)(6) 2012 the patient was discharged home since admission on(B)(6) 2012. The patient was noted as having been sent to the ER initially because of her significant clinical status and possible hypertensive encephalopathy. The patient had significant back pain, and it was difficult to know whether this was her chronic neuropathic low back pain from her multiple back surgeries versus infection. The patient¿s blood pressure was difficult to control but as the hospital course went on, improvement was seen and her pain gradually was also controlled. An MRI showed a ¿number of things¿ including what looked like a chronic arachnoiditis; evidence of possible abscess located and possibly facet joint osteomyelitis was indicated. An alternate physician¿s review of the MRI further noted fairly significant spinal stenosis, possibly from the old arachnoiditis. Over the course of care antibiotics had been discontinued because it was uncertain whether these changes were actually infection or just chronic inflammation. The patient did not spike a fever and her white blood cell count went down to normal, which presumed that possibly the urinary tract infection may well have been the cause of the fever and elevated white count upon admission. As the patient gradually improved and her counts remained stable, it was felt that it was safe to discharge her home. Her blood pressure had come under control with some blood pressure medication dosing changes; these changes were continued as outpatient. A physician wanted to follow-up with an outpatient visit regarding the MRI after some of the inflammation cleared to see if there was any role for further surgery. Final diagnosis included the following: uncontrolled hypertension, dehydration with severe hypokalemia, urinary tract infection, possible osteomyelitis and abscess of intrathecal port (which had been recently removed), ¿questionable¿ seizure disorder, and morbid obesity. Lab results on (B)(6) 2012 revealed the following: hgb 10.5 (12.3-15.3 g/dl), hct 32.4 (35¿47 %), mcv 79 (80-100 fl), erythrocyte sedimentation rate (esr, west) 43 (0-20 mm/hr), c reactive protein 4.2 (0.0-0.4 mg/dl). An MRI both with and without contrast of the spine was performed on (B)(6) 2012 regarding the patient¿s lumbar stenosis. Comparison revealed essentially unchanged appearance of left l1-l2 facet; enhancement likely due to septic arthritis and osteomyelitis with surrounding myositis/cellulitis. Stable dorsal epidural phlegmonous enhancement with no new levels of involvement was seen. Mild improvement but persistent solid enhancement along the conus and upper cauda equina was noted. Stable thin enhancement was noted along the distal cord and many nerve roots. Findings were likely due to mildly improving but persistent infectious meningitis and possible associated focal granuloma. Clumping and crowding of the cauda equina again from the arachnoiditis and stable moderate multilevel lumbar spondylosis and degenerative disc disease was further noted. Creatinine results on (B)(6) 2012 were 0.9 (range: 0.6-1.3 mg/dl).

Manufacturer narrative:
Catheter model # 8709sc, lot # n291897014, implanted on: (B)(6) 2011, explanted on: unknown. (B)(4).

Manufacturer narrative:
Hospitalization also applies to this event. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The hcp did not believe there was anything wrong with the pump. It was believed that the patient was allergic to the metal in the pump. She had a low grade fever prior to implant, it went away immediately after explant. The next day she developed another low grade fever and he concluded it was because of the staples he used to close the incision. As soon as he removed those, the fever went away and has not had issues since.

Manufacturer narrative:
(B)(4).

Event description:
The patient's pump was explanted due to a severe infection. The patient noticed the infection in (B)(6). The infection got into her bones; left leg and lower back bones. She had to be hospitalized for months. The patient was on antibiotics several times and continued to be treated for infection in her lower back and bones. It was also noted that the pump never did relieve her pain. The pump was used to deliver morphine, clonidine, and baclofen.